Manufacturer narrative:
E1 - facility name-(B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had dropped out endobrain image. The issue was found during a tcs diagnostic procedure that was completed with a similar device. There were no reports of patient harm.